Manufacturer narrative:
Inform meter a serial number is (B)(6). Inform meter b serial number is (B)(6). Qc passed on both meters within 24 hours of the event. Both meters and the test strips were replaced. Meter (B)(6) was received for investigation and tested with retention strips and controls. Control ranges: level 1: 30-60 mg/dl, level 2: 261-353 mg/dl. Results: level 1 ¿ 46,46,46 mg/dl, level 2 ¿ 296,299,298 mg/dl. All returned results were within the acceptable range. No information was provided in the complaint that would point to a cause for the discrepant results. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Meter (B)(6) and the test strips have not been received at this time. If the product is returned in the future, a follow-up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant high glucose results for 1 patient tested on two accu-chek inform ii meters. At 12:22, the result from meter a was 599 mg/dl. At 12:30, the result from meter b was > 600 mg/dl. At 12:35, the result from meter a was 115 mg/dl. This result was believed to be correct.

Manufacturer narrative:
Meter (B)(6) was received for investigation. The returned meter was tested with retention strips and retention controls. Control ranges: level 1: 30-60 mg/dl, level 2: 261-353 mg/dl. Results: level 1: 44, 43, and 43 mg/dl, level 2: 302, 295, and 302 mg/dl. All returned results were within the acceptable range. No information was provided in the complaint that would point to a cause for the discrepant results. The log file from the returned meter did not indicate any hardware or software issues that would lead to a measurement discrepancy. The meter was disassembled for further investigation. No damage or contamination observed. The investigation did not identify a product problem. The cause of the event could not be determined.